Manufacturer narrative:
A complete analysis and testing of two opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications. The reservoirs not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received no delivery alarms. The customer's mother stated that they had high blood glucose of 554 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's blood glucose was 328 mg/dl at the time of call. The customer's mother reported that the no delivery alarm was resolved by a complete set change including the reservoir. The reservoir will be returned for analysis.